Event description:
The customer reported that the system continued to perform fluoroscopy uncommanded, and there was an arching noise from the tube following which the c-arm would lock up. Also the system intermittently booted up with a gray screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. The candlesticks were dry with some carbon residue indicative of arcing. They were cleaned and re-greased. The manufacturer's representative recommended that the customer remove the back to the unit as it does not have a fan and is in continuous use. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.